Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v400929, product type: lead. Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient's device hasn't worked for three years and that it was causing more problems. The patient stated that she was having to catheterize a lot, was having trouble relieving herself, and pain. It was also mentioned that the clinic turned the device off two years ago and the patient was scheduled to have the device taken out but wouldn't have a new one put back in. The patient reported that she had hunner's lesions that bleed into her bladder and the patient planned to go back to her health care professional for the results. It was also mentioned that one lead was loose but it was not causing any trouble and nothing has been done to the lead. There were no further symptoms or complications reported or anticipated.